Event description:
It was reported that a shaft break occurred with a device fragment remaining in the patient. The target lesion was located in the fibrotic and calcified left anterior descending artery (lad). The lesion was accessed through the left internal mammary artery (lima) with an acute turn into the proximal lad. After a non-boston scientific corporation (bsc) microcatheter and a non-bsc guidewire crossed the lesion, a 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. The balloon was inflated in the proximal lad at 10 atmospheres for 20 seconds and then inflated in the mid lad at 10 atmospheres for 30 seconds. Afterward, the device could not be removed. The physician continued to pull but the catheter broke off in the patient's vessel. No attempt was made to retrieve the device fragment. The patient was stable with no chest pain and an electrocardiogram (EKG) showed no changes.